Manufacturer narrative:
Update d4: catalog and UDI number changed based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated as well as low blood glucose levels ranging from 72-262 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.